Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were malformed. Another like device was used. There was no patient consequence.